Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an untreated episode was noted due to noise resulting in oversensing. A review of the remote monitoring system report noted non cardiac signal and a possible connection issue. A follow up took place and it was noted that the manipulation of the pocket reproduced noise and the devices vectors was reprogrammed to primary vector and no noise was reproduced. A follow up was booked in two months. No adverse patient effects were reported.